Manufacturer narrative:
Per the tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the cartridge was leaking at the patient line. Customer loaded a new cartridge to address the issue. Reportedly, the customer did perform the air removal step of the load sequence. The customer's blood glucose level ranged from 175-185 mg/dl.